Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock lead impedances over the last year. In august, the shock lead measurements were high out of range measuring 161 ohms. Technical services recommended to perform a max energy synchronized shock to determine the delivered high voltage impedance and to consider a new lead this right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received that indicated this implantable cardioverter defibrillator (ICD) declared a code 1005, which indicates an open circuit was detected during shock delivery. The right ventricular (rv) lead shock impedances measured greater than 125 ohms. Subsequently, a lead revision was performed and this rv lead was surgically abandoned and the ICD was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock lead impedances over the last year. In august, the shock lead measurements were high out of range measuring 161 ohms. Technical services recommended to perform a max energy synchronized shock to determine the delivered high voltage impedance and to consider a new lead this right ventricular (rv) lead remains in service. No adverse patient effects were reported.